Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin pump trace pointers are invalid error alarm and history pointers failed error alarm noted during testing. All the buttons functioned properly and no moisture damage on keypad traces or stuck button error alarm noted. Keypad connector was fully locked. Unit was received with corroded battery tube, cracked battery tube threads, cracked case along the side of the battery tube and moisture damage found on the electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 6.7 mmol/l at the time of incident. Customer stated that the insulin pump had a stuck button alarm. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer also reported to have received multiple pump error alarms after the battery has been removed and changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.